Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and confirmed that the host pc hard disk was defective. Upon testing, rse found that a remote alert was received as rmt - ipu: host pc os disk degraded performance. The cause of this alert is if a hard disk exceeds any of the next limits, the disk is declared to have reached the end of its useful life and should be replaced before permanent failure. Rse contacted the customer and informed about the alert and also informed that hard disk will be ordered. To resolve the issue philips field service engineer (fse) visited onsite and replaced the host pc hdd. After that, fse restored the backup of the equipment with the configurations. Acquisition and 3d testing was successful. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
Philips received a remote alert that the host pc hard disk was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.